Event description:
The clinic reported that a laser vision correction patient received an overcorrected treatment in each eye. The patient was over corrected by +0.5 to +0.75 and the patient's post op best corrected visual acuity was .7 and .8 (20/30 & 20/25).

Manufacturer narrative:
The system was evaluated by an amo field service engineer and no issues were found that relate to the reported event. The field service engineer found a very small wobble in the beam but the system was within specification. Calibrations were performed to optimize all settings and alignments. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient received an overcorrected treatment in each eye. The patient was over corrected by +0.5 to +0.75 and the patient's post op best corrected visual acuity was .8 and .9 (20/25 & 20/20).

Manufacturer narrative:
Initial reporter - city: (B)(6). (B)(4). Placeholder.

Manufacturer narrative:
Date of event: (B)(6) 2013. Placeholder.